Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis of the provided data revealed the device was implanted on (B)(6) 2017. Review of the provided patient files dated (B)(6) 2023 (after the death of the patient) led to the following observations: - the battery impedance was measured at 11.02kohms - according to the impedance battery curve, the impedance curve increased rapidly from (B)(6) 2023. It should be noted that at low temperature, it is expected that the battery impedance increases. The date of the patient¿s death and the date of the device explantation are unknown. - due to the high impedance value, the rrt was triggered. According to specifications, when rrt is reached, aida memories are de-activated.

Event description:
Reportedly, the device kora 250 dr was explanted after the death of the patient. A forensic doctor requested on (B)(6) 2023, to analyze the data, and the battery curve.

Manufacturer narrative:
Please refer to the attached analysis report. - review of the provided patient files dated (B)(6) 2023 revealed a high battery impedance which triggered the rrt. - review of manufacturing records revealed that the device was manufactured and released according to all applicable procedures. - no other files and data (date of device explantation and date of patient death) were available, and the device was not returned for analysis. Therefore, no further investigation could be performed. - based on available data: rrt has been reached, there is no evidence that the device was not able to pace.

Event description:
Reportedly, the device kora 250 dr was explanted after the death of the patient. A forensic doctor requested on (B)(6) 2023, to analyze the data, and the battery curve.

Event description:
Reportedly, the device kora 250 dr was explanted after the death of the patient, at the request of a forensic doctor on (B)(6) 2023, to be verified.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.